Event description:
It was reported that the zimmer skin graft mesher not meshing correctly. Additional clinical follow up with the customer indicated that there was pt involvement; however, there was no pt injury. An alternate device was pulled for use during the procedure and there was no delay in the surgery as the hospital has multiple back-up devices available.

Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 04/13/1992, and was last repaired on 01/07/2011 for a non-related issue. Evaluation of the device observed that the ratchet was already disassembled prior to being received. Wear to the ratchet gear, sliding pin and spring was also observed. Tines on both sides of the comb were bent and the roller was worn. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Lack of preventative maintenance and improper handling by the user most likely caused the damage and wear to the comb, roller, ratchet, left side plate, bushings and side plate screws, which most likely caused the customer's reported event. The device was serviced and returned to the customer.